Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, multiple episodes of non- sustained right ventricular oversensing was observed during interrogation. Later it was determined that the episodes were caused by myopotential oversensing. No programming changes were recommended. The patient was stable and will be continued to be monitored.